Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user who reported the front wheel broke off while in use causing the end user to fall onto her left side and hit her head. The end user had testing completed at the hospital that showed bruising and inflammation to her left arm and leg and was prescribed pain medication, oral antibiotics and anti-inflammatory medication. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.